Event description:
A customer reported to baxter (B)(4) a colleague infusion pump in which a faulty lcd was observed. The report stated that there multiple images across the screen. It is unknown when this event occurred. There was no patient involvement; therefore there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a defective main display. The main display was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.